Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. When patient finished his treatment and removed his supplies it was noticed that the cassette area was wet. The patient states the scenario happened 5 times with the same product and lot number. She didn't call her nurse until the last incident and she could not specify dates for each episode but we know that the last one occurred on tuesday, (B)(6) 2012. Patient's wife states no ill effects or antibiotics taken, effluent has remained clear. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.